Manufacturer narrative:
The pump has been returned to animas for evaluation. Evaluation revealed that the pump was intermittently not responding to keypad button presses. The keypad was removed and adhesive contamination was observed under the button contacts. In addition, the up, down, and ok key contacts were observed to be misaligned. The button contacts also were observed to be inverted and were not always springing back. The keypad appeared to be intact with no lifting or peeling.

Event description:
The patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that buttons needed to be pressed several times in order for the pump to respond. The patient also claimed that the keypad and pump were intact. The patient denied that the keypad was exposed to moisture.